Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that during a routine generator change, the pacemaker stopped pacing due to use of electrocautery. The patient experienced bradycardia. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The device was received in backup mode and device image analysis indicates backup mode was caused by code corruption by exposing the pacer to electrosurgical device during the explant procedure. Further testing performed indicated the device performed normal with normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.